Event description:
It was reported that at the beginning, testing was unremarkable, however, the last testing showed all channels hi. The patient was re-implanted in 2009.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck, where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.